Manufacturer narrative:
An evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. A cut in the patient line tubing approximately two and one half inches from the patient connector was identified during visual and functional inspection. The reported condition of a leak was verified. The cause of the leak was the cut in the tubing; the cause of the cut was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line that leaked fluid. The hole was located about two inches above the connection to the transfer set. The hp was unsure about the cause of the hole. This event occurred during fill one while the patient was connected. The patient stopped the homechoice, disconnected and removed the supplies. The technical service representative (tsr) had the patient cycle the power on the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.